Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged overnight following the implant procedure. The patient was pacemaker dependent. The lv pacing outputs were increased until the revision procedure could be performed the following day. A revision procedure was performed and the rv lead was successfully repositioned. No additional adverse patient effects were reported.